Manufacturer narrative:
No blank display or damage display isolation tape noted during testing. Unit had minor scratched display window, cracked case near display window corners, cracked reservoir tube, reservoir tube window, reservoir tube lip, belt clip slot, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had a partial display. The customer also stated the insulin pump would have a rainbow effect on the screen, making it difficult to read the screen. The customer stated they did not damage their insulin pump. Customer's blood glucose was also unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.